Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm two months ago and the customer had been on insulin injections since then. Customer's blood glucose was unknown. After troubleshooting, customer was advised the device will need to be replaced. Customer will not be returning the device for analysis.